Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b.5., h.6.

Event description:
Patient reported "firm", "capsule" and "capsule". Patient reported "pain", "anxiety" and "rupture". Later patient reported "anxiety", "stress", "physically mutilated" and "totally devastated". Later patient reported ¿pain", "anxiety", "disfigurement¿, "discomfort", "rupture", ¿my breast looks awful", "very disfigured", "devastated" and "nipple is very misshaped". Later healthcare professional reported "not ruptured" and "implant recalled". This record is for the right side. Device was explanted. Device will not be returned. Patient underwent capsulectomy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "firm", "capsule" and "capsule". Patient reported "pain", "anxiety" and "rupture". This record is for the right side. Device was explanted. Device will not be returned. Patient underwent capsulectomy.